Event description:
The rotator broke apart during power injection. There was no spray and no harm or injury was reported. The customer reported two defective but has not provided any additional info or clinical details for the second event. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation/ investigation. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation is complete.